Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a loss of connection. The root cause could not be determined. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. The reported issue of low transmitter battery is reportable based on the finding of a loss of connection.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and passed. A (B)(6) bluetooth pairing test was performed and passed. Data was reviewed and no findings related to the complaint were observed within the investigation window. The complaint confirmation of a low transmitter battery was not confirmed. The root cause could not be determined.